Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed and the liquid flowed correctly through the tubing with no leaks detected. The set operated per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leaking vented paclitaxel set. The customer believed the leak was due to a broken filter, however, they were not able to clearly identify the location of the leak. No patient injury or medical intervention was reported as a result of the reported event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.